Event description:
Additional information received reported that the pump was alarming so it was refilled. The patient was doing well and reportedly recovered without permanent impairment.

Manufacturer narrative:
Product ID 8709sc, lot# n146292005, implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that a critical alarm for empty pump was sounding and confirmed by telemetry. It was noted that there was a missed refill. The patient experienced a change in therapy effect of increased spasms for the past two days. The reporter did not think that the patient heard the pump alarms and stated that the patient was "not real reliable". The pump was infusing gablofen. Additional information was requested, but was not available at the time of report.